Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] dose counter of her np4 is hardly pressed to inject [device delivery system issue] using nn insulin penfills with syringe [wrong technique in product usage process]. Case description: study ID: (B)(6)-novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and bmi(body mass index) were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date , "dose counter of her np4 is hardly pressed to inject(device delivery system pressure issue)" with an unspecified onset date , "using nn insulin penfills with syringe(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", dosage regimens: novopen 4: current condition: diabetes mellitus (type and duration not reported). Suspect: insulin penfill (unspecified - non-valid). On an unknown date, the patient complained that the dose counter of np4 was hardly pressed to inject the adjusted dose and suffered from hyperglycemia as her bgl reached 600 mg/dl due to technical issue with her np4. After performing pen training, the pen is working normally but the patient was unsatisfied. The patient mentioned that she was using nn insulin penfills with syringe. The patient was advised to change the needle after each injection. Batch numbers: novopen 4: lvg5b11. The outcome for the event "hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "dose counter of her np4 is hardly pressed to inject(device delivery system pressure issue)" was not reported. The outcome for the event "using nn insulin penfills with syringe(inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible. Dose counter of her np4 is hardly pressed to inject(device delivery system pressure issue) : unknown. Using nn insulin penfills with syringe (inappropriate drug extraction with syringe) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible. Dose counter of her np4 is hardly pressed to inject (device delivery system pressure issue): possible. Using nn insulin penfills with syringe (inappropriate drug extraction with syringe): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results: name: novopen 4, batch number: lvg5b11. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, the case has been updated with the following: investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up report was removed. Device addendum: annex b c d g codes added. CAPA comment updated in eol. Narrative updated accordingly. Final manufacturer's comment: 21-apr-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a significant risk factor for the development of hyperglycaemia. H3 continued: evaluation summary. Name: novopen 4, batch number: lvg5b11. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.